Manufacturer narrative:
A ge representative evaluated the system and reloaded the calibration files. System operates as intended.

Event description:
The customer reported the collimator needs re-calibration because the calibration files are corrupted. No pt injury was reported.